Event description:
Electrical anomalies were reported to subject pacemaker. During a follow up performed on (B)(6) 2013 around 20:40, impedances above 3 kohms were identified for each non-sorin lead. Capture failure with maximum output (7.5v/1.0 ms) was confirmed for each cavity with both polarities. The following measurements were obtained: a sensitivity 0.6 mv>p wave 0.6-1.15mv; v sensitivity 2.5mv>r wave amplitude immeasurable; v sensitivity 1.0 mv>r wave 1.06-2.35mv. No irregular episode was identified in the device memory. X-ray inspection confirmed the connector pin of each lead to be protruded from the connector block and lead breakage was not observed. Since the patient is pacemaker independent, temporary pacemaker was set with ooo mode. A re-intervention was performed on (B)(6) 2013, high v and a lead impedances were measured by the programmer with both polarities. The pacemaker was extracted from the pocket, the leads were protruded from the connector block and appropriate connection was confirmed by pull test. The leads were disconnected from the device and measured by an analyzer: the impedance was above 4 kohms in both leads. The existing leads were abandoned and a new pacing system was implanted. The pacemaker was returned for analysis.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.